Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the procedure, the position of the lower left renal artery was confirmed using a contrast study, and deployment began from a position slightly higher than the renal artery. To adjust positioning, the device was pulled downward from the initial deployment position, aligning it with the lower left renal artery to deploy the stent and deploying the suprarenal stents. The stent graft was then placed while the device was slightly advanced forward. Following deployment, a contrast study performed near the renal artery prior to touch up revealed that the stent graft had covered the lower renal artery. To address this, access was obtained via the left arm, and a renal artery stent was successfully delivered and deployed. Touch-up procedures and contrast imaging confirmed the previously covered renal artery had regained patency. The procedure was completed successfully. Per the physician the cause of the event was attributed to user error, noting that moving the device during deployment may have caused the blood vessel to shift, resulting in the stent being positioned higher than intended. Additionally, slight forward pressure applied after deployment may have further shifted the stent upward. However, no contrast imaging or verification was performed during parts of the procedure, so this could not be confirmed at the time no additional clinical sequelae were provided and the patient is fine.